Event description:
It was reported that, during a follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered several inappropriate shocks while programmed to the alternate vector. Device data was sent to technical services (ts) for review. Data analysis determined multiple shocks were delivered approximately five months prior. The device was then reprogrammed from the alternate to the secondary vector with two times gain as the amplitude in the alternate vector was too small. An additional follow up was completed where the device was manually reprogrammed to the primary vector with two times gain and only one therapy zone. The signal was confirmed to be appropriately sensed with no artifacts on the electrocardiogram. This device remains in service. No additional adverse patient effects were reported.